Manufacturer narrative:
The reported event that 3.0mm asnis micro, cannulated drill 2.1mm, ao coupling was alleged of issue breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However as stated in the reported event the ¿it is possible that the wire was bent¿. In-case the k-wire is bent it is quite possible that unintentional forces were applied on the cannulated drill causing damage to the instrument leading to its breakage. The instruction for use instructs that the user should ¿ensure that all devices to be used during the operation function correctly with each other.¿ and that ¿all instruments and implants should be verified for proper function prior to each clinical use. The user must be familiar with the state-of-the-art and the instrument and implant function prior to clinical application¿ the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time complete. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and found to be instructs user that if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that the asnis drill was used over a 1.1mm x 150mm wire to measure screw length. After drilling prior to screw insertion the surgeon, it was noticed the drill bit had shattered into pieces.the customer further reported that the surgeon managed to remove all pieces. The customer reported that it is possible that the wire was bent.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
The customer reported that the asnis drill was used over a 1.1mm x 150mm wire to measure screw length. After drilling prior to screw insertion the surgeon, it was noticed the drill bit had shattered into pieces. The customer further reported that the surgeon managed to remove all pieces. The customer reported that it is possible that the wire was bent.